Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The customer was notified of the potential contamination and recommendation via email on 08/10/23. As of the date of this report, there has been no response to the recommendation. A follow-up will be filed if any additional information or information that corrrects this report is obtained.

Event description:
Upon inspection of the internal components/tank, our technician identified potential contamination with the unit. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Based on our findings, epidemiology recommends performing heterotrophic plate count (hpc) testing on the impacted unit(s) to provide a quantitative assessment of water quality.

Event description:
Lab results for water quality were outside cardioquip specifications (62,300 mpn/ml).

Manufacturer narrative:
Tests of water quality found that the device was outside cardioquip specifications for bacterial contamination. The customer agreed to perform an internal water pathway replacement to return their device to specification. The device has arrived at cardioquip, and the repair will be performed promptly. Following repair, the device will be returned to specification and fully functional.